Event description:
Country of complaint: (B)(6). Upon opening of the blister, the surgeon found that this is a package for a straight thread 3/0 and inside there is a curve thread 5/0.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on going at manufacturing site.